Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date reported in error, this is an instrument. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during a total ankle arthroplasty, tip of bone spreader broke off. Tip did not fall into wound. No harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that one of the tips had broken off. The cutter corresponds to the drawings and processes at the time of manufacture and therefore this complaint is invalid from a manufacturing standpoint. Placeholder.